Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Additional information indicated that a revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted. The right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.